Event description:
It was reported that the surgeon completed a revision knee and noticed after the procedure that a lot of blood soaked through the toga onto his scrubs. Add'l clinical f/u indicated that there was no bbe to skin or mucous membranes and the surgeon did not seek medical attention or file a report on the issue. There was no report of pt/user harm or extension/delay in the surgical procedure. The device was discarded at the hosp. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was discarded by the hosp and will not be returned to the manufacturer for eval. A f/u medwatch will be submitted once the investigation is complete.